Event description:
It was reported that the moderately tortuous/mildly calcified mid left anterior descending artery (lad) and the diagonal artery bifurcation were accessed using two balance guide wires. Pre-dilatation was performed using a 2.5x10 non-abbott balloon in the lad and a 2x8 mini trek balloon in the diagonal artery. A 3.0x15 rx xience prime stent was deployed at 16 atmospheres successfully in the lad across the ostium of the diagonal artery without difficulty. The jailed balance guide wire in the diagonal was withdrawn and the diagonal artery was rewired with a balance guide wire through the xience prime stent cell. There was no damage to the jailed guide wire. The lad stent was thought to be adequately apposed; however, the stent cell was opened into the side branch using a 2x8 non abbott balloon and a 1.5x8 mini trek balloon. A 2.25x8 xience prime stent was deployed successfully in the diagonal artery. The stent was post dilated using a kissing balloon technique. Using an unspecified balloon catheter, an unsuccessful attempt was made to re-cross through the distal segment of the lad stent that was beyond the level of the bifurcation. Reportedly, the failure to cross was possibly due to longitudinal bunching of the distal segment of the stent. The case was concluded and the patient remained hospitalized. During the night, the patient developed st elevation and ventricular tachycardia. Myocardial infarction was not diagnosed. Aggrestat infusion was administered. The patient was brought back to the cath lab the following morning with chest pain. The lad was accessed using a balance guide wire; however, the guide wire could not cross through the lumen of the distal segment of the lad stent.

Manufacturer narrative:
(B)(4). Event description continued: therefore, the guide wire was advanced through the proximal half of the stent and then outside of the stent to proceed distally between the vessel wall and the stent. Unsuccessful attempts were made to deliver non-abbott dilatation catheters to dilate the stent. A buddy guide wire (balance) was inserted and a 1.2x6 mini trek dilatation catheter and a 2.0x8 mini trek dilatation catheter were advanced to dilate the proximal segment of the stent and crush the distal segment of the stent below the level of the bifurcation against the vessel wall. A non-abbott guide catheter extension was used to deliver a non-abbott 3x22 stent system. The stent was deployed over the stent in the lad. Post dilatation was performed using a 3.5x12 nc trek rx balloon. There were no issues with the stent in the diagonal artery. The patient is reportedly doing well. No additional information was provided. Concomitant products: dilatation catheter: 2.5x10 sprinter legend, 2.0x8 mini trek; guide catheter: cordis xb 3.5 7fr; sheath: 7fr; stent: 3.0x15 rx xience prime. (B)(4) - failure to follow steps/instructions. The 3.0x15 rx xience prime referenced is being filed under a separate manufacturer report number. The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.